Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Two days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was reported that the patient is no longer on the peritoneal dialysis solutions. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that peritonitis was manifested by cloudy effluent and nausea. On unreported date(s) the patient was treated with vancomycin and gentamycin (intraperitoneally and intravenously, specific medication via specific route, dosages, frequencies, and durations not reported) for the peritonitis event. Three days after the onset of peritonitis, the peritoneal dialysis catheter was removed and the patient began hemodialysis. On an unreported date, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.